Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's black headpiece had broken off the hand piece. Patient involvement was asked but unknown.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The complaint investigation has concluded that this unit has succumbed to damage to cord connector. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Our instructions for use warn against the action that was taken. The instructions for use recommends, careful inspection of the operative headpiece before and after the procedure for possible signs of damage. Immediate detection and repair of minor damage will extend the life of the operative headpiece.¿ damage may occur if the headpiece is handled roughly during use. Excessive forces may result in traumatic insertion, chipping particles of the optical glass, or other damage to the unit. Should new information become available, the file will be re-opened and the I nvestigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.